Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that one day post implant, during the pre-discharge check the right atrial (ra) lead exhibited loss of capture. The loss of capture was attributed to a dislodgement. A revision procedure was performed where the lead was successfully revised. No additional adverse patient effects were reported.